Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that their device would not power on when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11,additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer 's device and observed that the device would not power on. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11,additional mfg narrative of the initial medwatch report should indicate stryker evaluated the customer 's device and verified the reported issue. After replacing the power pcb assembly and system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that their device would not power on when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer 's device and observed that the device would not power on. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.